Event description:
The patient had a velcro strap headband secured around her head, the theraband was tied to the band at an attachment point. The band was secured around a pole on the other end. The patient was facing the pole and was instructed to step backwards to increase tension on the band while maintaining proper head posture. The band snapped in the mid-section. The end still attached to the headband hit the patient in the right side of her face, just below her eye. A small 1 inch area below her right eye was reddened. No edema or raised pocket of fluid, only skin irritation.